Event description:
It was reported that upon interrogation a message "diagnostics cleared due to invalid data" was displayed. The diagnostics was cleared and the device would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.